Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that her husband was hospitalized due to high blood glucose of 497mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer had symptoms like vomiting, body hurt, restless, nauseated. Customer was treated with insulin pump and insulin drip. Customer¿s current blood glucose was 302mg/dl. Customer also had blood glucose of 340mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.